Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the unknown zimmer implant for evaluation. Visual evaluation was performed. Returned unknown zimmer implant was extensively damaged during removal. Unable to identify it's exact product ID due to its condition. Fracture identified at the collar. DHR and complaint history review could not be performed since the lot and item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, device malfunction did occur. Implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. G4: PMA/510(k) number not available. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the implant at tooth site #30 was placed by a different provider several years ago, therefore device information is unknown. The implant was fractured and had to be removed.